Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit commenced alarming while off, without being used. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to replicate user complaint. Successfully completed an initial function check on unit, upon initial testing with testing catheter and trainer without issue. Identified code 188 sol wdt failed, power management address, in the logs for 22 may, correlating with user complaints. Noteworthy, solenoid driver board replaced in (B)(6) 2024. Given biomed's rendition about swapping out batteries and unit turning off in between swapping batteries, narrowed down issue to power management board. Replaced power management board, as precaution. Post replacement, successfully completed a full functional check without issue. Unit calibrated and passed all functional and safety tests per factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of the unit alarming while off and a code 188. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part. No failures or error code can be confirmed. Retaining the part in the failure analysis and testing department per procedure

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(component codes).